Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range measurements continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.